Event description:
It was reported hat the patient presented in clinic. Device interrogation revealed that the lead had high capture thresholds due to dislodgement. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.